Manufacturer narrative:
The pump was received with no button response at the esc, act, up and down buttons due to an unlocked lcd keypad connector. No button error alarm was noted during testing. However, a flattened keypad button dome switch was found on the act button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the act button of insulin pump was not working. The customer¿s blood glucose level was 340 mg/dl. Customer was advised to observe time clock, however it was advances. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.